Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Summary evaluation: during visual investigation of the unit, it was observed that the power cord and mmc were returned with the unit. The investigation could not confirm the reported complaint. There was no defect found during the unit evaluation.

Event description:
Customer states that the machine is not closing down veins and feels it is not reaching target temperature consistently.